Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness. It was also reported that high/undefined impedances and intermittent loss of capture were observed on the rv lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.